Event description:
Customer reported that they received a reading of 150 mg/dl on their precision qid meter in the morning and increased their daily dosage of insulin based on this reading. Customer later experienced a hypoglycemic reaction and took glucose to normalize glucose levels.